Manufacturer narrative:
It was learned that the valve was explanted due to recurrent endocarditis. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device.

Event description:
It was learned that the aortic valve was explanted after an implant duration of six months due to recurrent prosthetic valve endocarditis. The prosthetic aortic valve had thickened leaflets and vegetations were present on all three leaflets. A small abscess cavity was noted at the right-left commissure. The patient also had redo-mvr and a pacemaker pulse generator removed during the procedure and another one implanted. The patient left the operating room to the intensive care unit in stable condition, having tolerated the procedure well. On post operative day 13 the patient developed acute shortness of breath and cough with production of frothy pink sputum. Patient was transferred back to cticu and bedside echo demonstrated severe aortic insufficiency partial dehiscence of the valve with likely root abscess. Patient was deemed too high risk for redo surgery and repair was determined not to be viable option. Patient was discharged on post operative day 14.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm valve. It was also noted patient had 27mm tricuspid valve implanted the same day. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm bioprosthetic aortic valve, implanted six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 21 mm valve. It was also noted patient had 27 mm tricuspid valve implanted the same day.